Event description:
It was reported to tyco / kendall healthcare in 2005 that a customer had a problem with the kendall dual lumen PICC catheter. The customer states "both primary and secondary lumen began to occlude after one week of use; clot buster was administered. After another 3 days both lumens ruptured due to pressure."